Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine device follow up, this implantable cardioverter defibrillator (ICD) showed a code 1005, indicative of an open circuit condition detected during shock delivery. Device data was submitted to technical services. It was found that the device delivered shock therapy on august 10 and the error code was recorded. A review of the right ventricular (rv) lead trends showed high, out-of-range shock impedance measurements around 140 ohms. The code 1005 condition results from a high shocking lead impedance of greater than 145 ohms, resulting in only minimal energy being delivered to the patient. Technical services discussed considering a lead replacement, as the lead was likely damaged or calcification was present on the shocking coils. The ICD appeared to be functioning normally. No adverse patient effects were reported. The device and rv lead remain implanted and in service. The local sales representative confirmed the physician was planning a lead revision but no date was set.